Manufacturer narrative:
The initial reported event of patient sustaining physical injuries, including inappropriate therapies and severe emotional distress due to ¿defective¿/fractured lead were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 5076-52 lead implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney alleging that the patient sustained injury due to the "defective" implanted lead. Patient suffered physical and other injury. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]. As a direct and proximate result of defendants' wrongful conduct, patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. As a direct and proximate result of the defendants' conduct, patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced. It was later reported that the right ventricular coil impedances slowly increased and spiked intermittently. It was also reported that the superior vena cava (svc) coil impedances intermittently spiked. The lead remains in use. No patient complications have been reported as a result of this event. It was then further reported that the right ventricular (rv) lead was explanted.